Event description:
N/a

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected: no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation.

Event description:
A facility reported a hakim valve (ID 823114) was implanted via ventriculo-peritoneal shunt on (B)(6) 2022. Despite several setting changes, there was no improvement in clinical signs (incontinence, walking disorders with disorientation and memory disorders); therefore, the valve was removed and replaced on (b)(6 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.